Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of essential tremor underwent a deep brain stimulation procedure involving the lead. The brain lead was suspected to be misplaced, resulting in a lack of tremor control. Multiple programming attempts and impedance checks were conducted without finding any issues, and a previous battery replacement was performed in attempts to capture tremor control. Eventually, the lead was removed and replaced, successfully capturing tremor control. No patient complications have been reported as a result of this event.